Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected battery out when she changed the battery. Customer's blood glucose was 113 mg/dl. Troubleshooting was performed and customer was advised to monitor the device and call if issues reoccurred. Customer mentioned after she cleared the alarm the reservoir indicator was showing the incorrect amount of insulin. Customer was advised to remove reservoir and prime the insulin pump, indicator showed the correct amount. Customer is not returning the device for analysis.